Event description:
During a thoracotomy/wedge resection, the surgeon said the ez45g was fired and nothing happened. The device did not staple or cut. There was no consequence to the pt.

Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "was fired and nothing happened" during surgery. The instrument was returned in good condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and was found to have been fired through the clamp first lockout. No conclusion could be reached as to how this damage occurred. The experience the surgeon reported could not be repeated. Comments: if the instrument is fired before the jaws are completely clamped, the instrument can fire through the clamp first lockout. Each instrument is evaluated during the assembly process to ensure if functions properly.